Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence of time loss/gain observed in the pump¿s black box history. The pump was exercised for 120 hours on a one unit per hour basal program. There was a two second time difference after completing a time accuracy test. The pump was left without power for 1 hour and when the pump was powered on, the time and date had reset to the factory default. The complaint of the pump not keeping time accurately was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter alleged that the pump was gaining time. Reportedly, the pump time moves forward by a day every week and a half. It was noted that the pump would occasionally lose an hour of time. The reporter alleged that the patient had episodes of hypoglycemia due to incorrect basal rates for the time of day. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.